Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device crashed four times; the link electronic module (lem) board was reseated and recalibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed four times. The programmer has been returned for repair. No patient complications have been reported as a result of this event.